Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that they went to the hospital emergency urinary department due to a urinary blockage, and then a urinary overflow. Patient stated he had to go to the bathroom every 2-3 hours and it was painful. Patient also stated he was discharging every 3-4 hours which is not normal for him. Patient mentioned "1.1 is where they left it, but when they opened it up it was at 3.3." Support link asked if stimulation was comfortable and the patient replied "ah, it works." No further patient complications are anticipated or expected as a result of this event.